Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that cartridge alarms (cartridge alarm 19) occurred with multiple cartridges during the load sequence. The customer's blood glucose (bg) level was 89 mg/dl. Reportedly, customer reverted to an alternate insulin pump for insulin therapy, and also indicated that manual injection supplies were available.